Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the issue. The cause of the issue was due to the device had lost the home position. The representative invalidated home and re-calibrated the original gantry home position. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while outside of a procedure, the pendant on the imaging system did not work. It was reported that there were strange messages on the monitor. There was no patient present when this issue was observed.